Manufacturer narrative:
On (B)(6) 2015 01:20 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that before a coronary artery bypass procedure, using axius coronary shunt 1.5 mm, it was noticed that both tips were bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On 01/25/2016 11:44 am (gmt-5:00) added by (B)(6): (B)(4). The root cause of the confirmed failure has been addressed under the operator defect awareness training program. On 01/22/2016 04:53 pm (gmt-5:00) added by (B)(6): (B)(4). The device was returned to the factory for evaluation. There was no evidence of blood or clinical use. A visual inspection was conducted. The "coil end" and the "non-coil end" shunt tips were deformed. The tips bent away from the axis of the shunt at an angle. There was not other defects observed. Based on the condition of the device as found, the reported complaint was confirmed.

Event description:
The hospital reported that before a coronary artery bypass procedure, using axius coronary shunt 1.5 mm, it was noticed that both tips were bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.